Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient (gravida 6, para 3) who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous ((B)(6) 1992, (B)(6) 1994 and (B)(6) 2006) and ectopic pregnancy. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), anxiety ("anxious") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (unilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, menorrhagia, back pain, anxiety and depression outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, depression, device dislocation, device expulsion, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, severe back pain, and migration of the essure inserts, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Date(s) of removal: (B)(6) 2013 and (B)(6) 2013 - one essure device came out during a menstrual cycle. Unilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirmed full occlusion and proper placement. Healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Essure removal date (2013) added. Lot number (a20054) added and indication updated. Events pregnancy (no complications), device ineffective and expulsion of essure device added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") and ectopic pregnancy with contraceptive device ("pregnancy(no complication) / pregnancy (termination) / ectopic pregnancy") in an adult female patient (gravida 6, para 3) who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous ((B)(6) 1992, (B)(6) 1994 and (B)(6) 2006) and ectopic pregnancy. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), anxiety ("anxious") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (unilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, device expulsion, menorrhagia, back pain, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, severe back pain, and migration of the essure inserts, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Date(s) of removal: (B)(6) 2013 one essure device came out during a menstrual cycle. Unilateral salpingectomy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirmed full occlusion and proper placement. Healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. Most recent follow-up information incorporated above includes: on 12-jun-2018: case correction preformed - event was updated to "pregnancy(no complication) / pregnancy (termination) / ectopic pregnancy". Pregnancy outcome was updated to "not applicable". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts') and ectopic pregnancy with contraceptive device ('pregnancy(no complication) / pregnancy (termination) / ectopic pregnancy') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1994 and (B)(6) 2006) and ectopic pregnancy. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), anxiety ("anxious"), depression ("depression") and abortion of ectopic pregnancy ("incomplete spontaneous abortion"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, device expulsion, menorrhagia, back pain, anxiety, depression and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy, anxiety, back pain, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, severe back pain, and migration of the essure inserts, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Date(s) of removal: (B)(6) 2013 and (B)(6) 2013 - one essure device came out during a menstrual cycle. Unilateral salpingectomy. Postoperative diagnosis: incomplete spontaneous abortion with positive products of conception on 0 and c. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: confirmed full occlusion and proper placement. Diagnostic results: healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abortion of ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts') and ectopic pregnancy with contraceptive device ('pregnancy(no complication) / pregnancy (termination) / ectopic pregnancy') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 1992, (B)(6) 1994 and (B)(6) 2006) and ectopic pregnancy. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), anxiety ("anxious"), depression ("depression") and abortion of ectopic pregnancy ("incomplete spontaneous abortion"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, device expulsion, menorrhagia, back pain, anxiety, depression and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy, anxiety, back pain, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, severe back pain, and migration of the essure inserts, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Date(s) of removal: (B)(6) 2013 and (B)(6) 2013 - one essure device came out during a menstrual cycle. Unilateral salpingectomy postoperative diagnosis: incomplete spontaneous abortion with positive products of conception on 0 and c. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: confirmed full occlusion and proper placement.. Diagnostic results: healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abortion of ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received. Reporter information added. Date of removal updated. Event: incomplete spontaneous abortion added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") and ectopic pregnancy with contraceptive device ("pregnancy(no complication) / pregnancy (termination) / ectopic pregnancy") in an adult female patient (gravida 6, para 3) who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) 1992, (B)(6) 1994 and (B)(6) 2006) and ectopic pregnancy. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), anxiety ("anxious") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (unilateral salpingectomy). Essure was removed in july 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, device expulsion, menorrhagia, back pain, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, severe back pain, and migration of the essure inserts, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Date(s) of removal: jun2013 and jul2013 - one essure device came out during a menstrual cycle. Unilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirmed full occlusion and proper placement. Healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc(product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (required to undergo a salpingectomy with removal of the essure). Essure was removed. At the time of the report, the device dislocation, menorrhagia, back pain, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, severe back pain, and migration of the essure inserts, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.